Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient had wrist surgery on monday, and they used cautery. They don't know if it reset the device or shorted it out. The patient noticed last night that it wasn't working. They went in to check the settings and they were getting a new error message on the device. Therapy is at maximum limit. Therapy can't be increased. The patient didn't turn the device off for surgery because the doctor said they did not have to. They used cautery during the surgery. They think they used bipolar cautery. The patient called the doctor, and they said to call the patient was redirected to their healthcare provider to further address the issue.